Event description:
Caller alleged imprecision results compared with inratio meter. Results as follows: first test inr = 4.9, second test inr = 3.6.

Manufacturer narrative:
Inratio precision data provided by end-user: first test inr = 4.9, second test inr =3.6, mean = 4.25; sd = 0.91; %cv =21%. The %cv is grater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested. Caller didn't provide strip's lot number after ts requested. Insufficient information available. No further testing can be performed.